Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. As treatment, a new pod was placed.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 21 pulses. After 31 total pulses across both priming sequences, the ratchet gear had not rotated enough for the needle mechanism to deploy, and the pod was subsequently deactivated. Rotational sensor abnormalities were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities and subsequent needle mechanism failure.